Event description:
The customer reported receiving a low reservoir alarm at 20.0 units when actually is 40.0 units. The customer stated that she feels like the insulin pump was not delivering the insulin properly. The customer was experiencing high blood glucose for the past six weeks. Troubleshooting was performed. The customer's most recent glucose reading was 209 mg/dl, and she has treated with the insulin pump. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer uses cold insulin to fill the reservoir. The customer does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.